Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) made a visit to the customer site and found air bubbles in the analyzer's sample syringe. The fsr cleared the bubbles from the syringe and performed cleaning procedures along with cleaning the bubble mix tubing. Subsequent instrument operations and test results were acceptable. The customer issue is addressed in the cell-dyn 1800 operator's manual ((B)(4), revision e) under section 10, troubleshooting and diagnostics and section 9, service and maintenance. A review of complaints from the time period of (B)(6) 2007 through (B)(6) 2008 did not indicate any adverse trends for the cell-dyn 1800 analyzer related to issues of erratic hemoglobin results. Based on the findings of the current investigation, the cell-dyn 1800 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that the cell-dyn 1800 analyzer is generating intermittent erratic hemoglobin results. Controls are within specifications and no suspect results have been reported from the lab. The customer gave one example of a patient sample generating an initial result of 5.7 g/dl that retested at 13.4 g/dl. All other parameters are generating acceptable results. The customer is requesting a service call. There is no impact to patient management reported.